Event description:
Hospital reported to (B)(4) (bfarm): "without an obvious trauma the patient noticed a blockage of the right knee joint in (B)(6)2014. In (B)(6) 2014 he visited hospital. Indication to revised the right knee-tep because of fractured femoral component. Because of dermatological problems of the knee tep change was done not until (B)(6) 2014. The femoral component of the depuy knee (preservation uni knee) was completely broken. Due to the long time with the broken implant the pe inlay was badly damaged and worn. A knee replacement was done to a bicondylar knee prosthesis."

Manufacturer narrative:
Due to no similar failures found in the DHR review, inability to confirm failure mode due to no product returned and no other product available from lot to review was reviewed and the complainant failure mode could not be confirmed, and an acceptable limit of similar complaints within an 18-month period, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).